Event description:
Country of complaint: (B)(6). Gynecologists are saying that the needle suture combination is resulting heavy bleeding. Complaint is that the needle attaching zone is slightly bigger than the thread and suture material resists in blood absorption to assist with hemostatic effect. In comparison with other comparable suture, novosyn thread seems to have a sawing effect, instead of being smooth.

Manufacturer narrative:
Mfg site eval: samples received: 5 unopened pouches. There are no previous complaint of this code batch, (B)(6) units of this code batch were manufactured, there are (B)(6) units in OEM stock. Received five closed samples. Tightness test to the samples received has been performed and the units are tight. Diameter result conducted on the closed samples received is 0.525 mm in average and fulfills the requirements of the OEM for this size and thread: 0.505 mm less than xave less than 0.545 mm. Wire size of the samples received is 1.28 mm, according to the design when this batch was made. The ratio needle-thread is the correct and the usual one for this article-code. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements.